Event description:
In (B)(6) 2010, I received breast implants. Very shortly after implantation, I began to develop breast implant illness symptoms that have greatly increased with time. Symptoms and dates of onset: child with birth defect - 2011. Late term miscarriage - 2013. Facial rash - 2014. Late term miscarriage - 2014. Late term miscarriage - 2014. Fatigue - 2015. Child with birth defect - 2016. Migraines - 2020. Covid vaccine in 2021 - symptoms worsened. Chronic fatigue - 2021. Body aches - 2021. Night sweats - 2021. Insomnia - 2021. Worsening rash on face and chest - 2022. Hair loss - 2022. Brain fog/word retrieval difficulties/cognitive dysfunction - 2022. On (B)(6) 2025, I had my implants explanted by a plastic surgeon who specializes in explanation (dr. (B)(6)). I am already noticing improvements with some of my symptoms, but I have lost years and years of my life to what I know has been causing me to suffer without answers. Ref report: mw5167120.